Manufacturer narrative:
The customer reported that an asynchronous shock was delivered instead of the planned synchronous shock. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that an asynchronous shock was deliver instead of the planned synchronous shock.